Event description:
The customer called technical support (ts) reported that during preventative maintenance, it was observed that the device has misalignment in the touch position. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was calibrated but did not resolve the reported problem. The touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. The resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure was not duplicated. There was no fault found on the returned touchscreen assembly.